Manufacturer narrative:
The device history records (DHR) for the device were reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A health professional reported a patient with unstable laser energy prior to lasik treatments. The site reports a patient with an under correction of the left eye following treatment. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received; the patient is doing well postoperatively and is seeing "100 percent".

Manufacturer narrative:
Based on information received prior to the submission of supplemental report (smdr 1), this event does not meet criteria for reporting as a serious injury as an undercorrection. (B)(4).

Event description:
The patient did not require additional correction or treatment.